Event description:
Boston scientific received information that this patient was seen for device evaluation. Upon interrogation there was a fault code 1005 for open lead condition was noted. The field representative was unable to find the episode for the shock as there were many nonsustained ventricular tachycardia detections. In battery detail shocks were confirmed to be 17j with a >125 ohm impedance; appears that multiple shocks were delivered. On daily measurements the shock lead impedance was noted to be > 125 for several months. No other issues were identified with the leads. Surgical intervention was performed and at the procedure, further troubleshooting was done. Can to distal coil measurements were consistently > 125 ohms, and when the proximal coil was tested in the the distal port impedances of 115 to 120 ohms were obtained. This rv lead was extracted and new rv lead was implanted. With the new lead there were normal impedances and defibrillation threshold (dft) testing was successful on the first attempt. It was reported the lead would not be returned as it was discarded. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.